Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, chose to reset pump, and successfully regained ability to interact with pump screen after reset.